Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were unsure if the drive support cap was damaged. Customer was able to successfully clear the alarm also able to complete rewind. Customer stated that insulin pump had not been exposed to high magnetic field. Customer also stated that insulin pump received no delivery alarm. Customer stated that the insulin exits out form the end of the tubing and done with rewind as well. The insulin pump will be returned for analysis.